Event description:
Complainant alleged that while analyzing the heart rhythm of a patient the device returned a "no shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical; however the customer returned the ECG data for review. Evaluation of the ECG data found that the presented heart rhythm failed to meet the requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. Analysis for reports of this type has not identified an increase in trend.